Event description:
It was reported this drainage catheter was successfully placed for a renal cyst ablation procedure. Post placement alcohol was injected through this catheter. It was noted under fluoroscopy that the distal portion of this drainage catheter had fractured and detached in the patient. The catheter was removed and no attempt was made to remove the fractured catheter segment. Another catheter was not placed as treatment was completed with this device. No patient complications were reported as a result of this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and the co is unable to determine if the device met its specifications. The co's follow up revealed alcohol was injected into this catheter. This device is a drainage catheter and directions for use outline appropriate usage of this device. It is believed the non-indicated use of this device contributed to this event and does not attribute it to this device. Co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses and mediastinal collections...caution: do not allow alcohol to come in contact with the catheter. Exposing the catheter to alcohol may damage the coating and the catheter."